Event description:
This report is being filed after the review of the following journal article: fawdington ra, lotfi n, beaven a, et al. (2019) does the use of blocking screws improve radiological outcomes following intramedullary nailing of distal tibia fractures? Strategies trauma limb reconstr ;14(1):11¿14 (united kingdom). The aim of this study is to assess whether the addition of blocking screws during intramedullary nailing of a distal tibia fracture improved the radiological outcome and prevented a loss of fracture alignment. Between january 1, 2014 and december 31, 2016, 30 patients undergoing intramedullary nailing of distal tibia fractures were included in the study. All fractures were stabilized with an unknown synthes expert tibial nail. 20 patients had no blocking screw, and 10 patients had a blocking screw inserted. The group with no blocking screws consisted of 10 males and 10 females with a mean age of 40 (range 17¿93). The group with blocking screws inserted consisted of 5 males and 5 females with a mean age of 39 (range 22¿61). Complications were reported as follows: 1 patient underwent an exchange nailing for a nonunion. 6 patients had postoperative deformity in joint orientation. A copy of the clinical evaluation form is being submitted with this regulatory report. This report is for an unk - constructs: expert tibial nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown constructs: expert tibial nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.